Event description:
It was reported by service report that the side rail could not be latched in the raised position due to a broken weld. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The unit was not repaired but was removed from service.